Manufacturer narrative:
Evaluation summary: customer reported that shallow anterior chamber and serous choroidal detachment occurred from (B)(6) 2013 after the surgery which was performed on (B)(6) 2013. Predonine was taken, and the symptoms recovered on (B)(6) 2013. The sample was not returned as it has remained in the patient's eye. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. Since no sample was returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that shallow anterior chamber and serous choroidal detachment occurred following a glaucoma filtering device implant procedure. The patient was treated with medication and the symptoms recovered. The device remains implanted.